Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant recovery card received indicate patient implanted on (B)(6) 2016 with onxmc-25/33 (sn (B)(4)) and required re-op/explant on (B)(6) 2016 with implant of onxmc-25/33 ((B)(4)) via "redo sternotomy, reconstruction anterior mitral annulus with bovine pericardial patch, mvr with on-x mechanical valve, tricuspid repair with #30 mm mc3 ring annuloplasty." Indication for intervention was endocarditis, mitral valve dehiscence with paravalvular leak and possible abscess formation, and tricuspid valve regurgitation.

Manufacturer narrative:
Implant recovery card received indicate patient implanted on (B)(6) 2016 with onxmc-25/33 (sn (B)(4)) and required re-op/explant on (B)(6) 2016 with implant of onxmc-25/33 ((B)(4)) via "redo sternotomy, reconstruction anterior mitral annulus with bovine pericardial patch, mvr with on-x mechanical valve, tricuspid repair with #30 mm mc3 ring annuloplasty." Indication for intervention was endocarditis, mitral valve dehiscence with paravalvular leak and possible abscess formation, and tricuspid valve regurgitation. Operative notes were received. The indication for the initial implant on (B)(6) 2016 was "severe mitral stenosis with restricted mitral valve leaflets as well as severe tricuspid regurgitation." The preoperative diagnosis for the procedure on (B)(6) 2016 was "endocarditis, mitral valve dehiscence with paravalvular leaks and possible abscess formation, and tricuspid valve regurgitation." The description for the procedure performed on (B)(6) 2016 was listed as "redo sternotomy, reconstruction anterior mitral annulus with bovine pericardial patch, mvr with on-x mechanical valve, tricuspid repair with #30mm mc3 ring annuloplasty." Findings included "mitral and tricuspid endocarditis with mitral prosthetic dehiscence, no abscess." According to the inpatient discharge summary, the patient was stable and ready for discharge home on (B)(6) 2016. Copies of the medical records were shared with relevant departments and are located under the "medical records" tab of the complaint file. The manufacturing records for the onxmc-25/33 valve, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Patient implanted with an onxmc-25/33 sn (B)(4) on (B)(6) 2016, explanted (B)(6) 2016 (108 days post-op) due to infective endocarditis and mitral valve dehiscence with severe paravalvular leak, and replaced by onxmc-25/33 sn (B)(4). Patient was discharged home on (B)(6) 2016. Kidney complications (bilateral parenchymal renal disease with hydronephrosis; bilateral renal cysts) delayed discharge. Operative and discharge reports were made available. Operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak. The objective performance criteria of iso 5840 for rigid prosthetic valves indicates an endocarditis rate of 1.2%/pt-yr. In the proact study for avr, there were 9 reported cases out of 375 implants. Endocarditis of prosthesis is an infrequent, but known, risk of mitral valve replacement using prosthetic heart valves.

Event description:
Implant recovery card received indicate patient implanted on (B)(6) 2016 with onxmc-25/33 (sn (B)(4)) and required re-op/explant on (B)(6) 2016 with implant of onxmc-25/33 ((B)(4)) via "redo sternotomy, reconstruction anterior mitral annulus with bovine pericardial patch, mvr with on-x mechanical valve, tricuspid repair with #30 mm mc3 ring annuloplasty." Indication for intervention was endocarditis, mitral valve dehiscence with paravalvular leak and possible abscess formation, and tricuspid valve regurgitation.